Event description:
On (B)(6) 2010, patient reported receiving elevated blood glucose level this morning and is concerned because she does not think her infusion device is working correctly. Patient stated she is not currently receiving any error messages but that she was getting an e4 (occlusion) error over the weekend. Patient reported she was able to change the infusion tubing and correct the error message. Patient stated she tested this morning and got a blood glucose level of "hi" at 9:00 am, bolused 7.0 units of insulin and then tested 45 minutes later with a reading of 528 mg/dl. Patient reported she changed the insulin cartridge and infusion set on (B)(6) 2010. Patient stated she was placed on an antibiotic on (B)(6) 2010 when she received stitches and her blood glucose has been normal since that time. Patient reported she does not think this is why her blood glucose has gone up. Patient stated she noticed a couple of days ago that her infusion device had black spots on the display. Patient reported it looks like there is water in it. Patient stated the black spot is on the number that gives her basal rate and it is hard for her to read that number. Patient reported the infusion device has not been exposed to water. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.